Event description:
The disposable loading unit was used with a disposable instrument during a lung biopsy. Several staples were not fired. The surgeon used another instrument to complete the procedure. No pt injury was reported.